Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the locking tab mechanism broke while attempting to place the trial tibial baseplate in position.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned offset sizing plate handle confirmed that the instrument was fractured. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design issue of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.